Event description:
Facility reported, arterial needle luer lock separated from plastic tubing while fistula needle in use on pt. The incident happened in the middle of the treatment, approximately an hour before the treatment ends. This is the first time the facility encountered tube detachment and the blood flowrate during treatment was 480-500 ml/min. (Extracted from jms na email dated 13 jan 2006). This complaint was filed as MDR because of the minimal blood loss (estimated blood loss>100ml) during usage.